Event description:
A endo gia used in thoracotomy case malfunctioned. Multiple rings of the endo-gia stapler were used to perform a large wedge resection. Unfortunately upon opening and rings of the stapler caused bleeding in the lung parenchyma which was rather significant. Additional info d4: lot#, n1f0907x, n1c0217x, n1d0452x, exp date: 04/01/2016, 06/01/2016.